Event description:
It was reported that the patient presented for routine generator change with high pacing impedance exhibited by the right ventricular lead. The lead was capped and replaced during the procedure on (B)(6) 2023. The patient was stable throughout.